Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they went to emergency room due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1100 mg/dl. Customer's family reported that the needle got bent when inserted and no insulin for two days and went to emergency room and was in intensive care unit. The customer was treated in intensive care unit then released. The insulin pump will not be returned for analysis.